Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests or verify pump error 35 due to critical pump error (open book image) alarm. P-cap / reservoir locks properly into place. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 402 mg/dl at the time of incident. Customer reported that the insulin pump had critical broken force sensor was detected during seating or regular delivery error. Customer was not able to clear the alarm. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will be returned for analysis.